Event description:
Reportedly, on (B)(6) 2018 around 10:00 p.m, the patient was transported to the hospital due to a loss of consciousness. As the patient had ventricular fibrillation, the medical staff applied five external defibrillation shocks. It was unknown that the patient had a pacemaker and one defibrillator paddle was placed over the implant site. The maximum energy shock delivered was 300j. After the delivered therapy, the patient spontaneous rhythm was between 50 bpm and 60 bpm. Reportedly, a pacemaker interrogation was attempted, however the pacemaker could not be interrogated and no green lights were lit on the inductive telemetry head. A magnet was applied on the implant site and no changes were observed on the ECG. As it was suspected that the pacemaker was damaged due to the external defibrillation shocks, an external temporary pacing system was used. On (B)(6) 2018, while the patient was in intensive care unit, pacing spikes at 80 min-1 from the external pacing system were observed on an ECG. No pacing spikes from the pacemaker were observed and the pacemaker could not be interrogated with two different programmers. A pacemaker replacement procedure is planned after improvement of the patient condition. The device will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2018 around 10:00 p.m, the patient was transported to the hospital due to a loss of consciousness. As the patient had ventricular fibrillation, the medical staff applied five external defibrillation shocks. It was unknown that the patient had a pacemaker and one defibrillator paddle was placed over the implant site. The maximum energy shock delivered was 300j. After the delivered therapy, the patient spontaneous rhythm was between 50 bpm and 60 bpm. Reportedly, a pacemaker interrogation was attempted, however the pacemaker could not be interrogated and no green lights were lit on the inductive telemetry head. A magnet was applied on the implant site and no changes were observed on the ECG. As it was suspected that the pacemaker was damaged due to the external defibrillation shocks, an external temporary pacing system was used. On (B)(6) 2018, while the patient was in intensive care unit, pacing spikes at 80 min-1 from the external pacing system were observed on an ECG. No pacing spikes from the pacemaker were observed and the pacemaker could not be interrogated with two different programmers. A pacemaker replacement procedure is planned after improvement of the patient condition. The device will be returned for analysis.